Manufacturer narrative:
The reported complaint of the solex 7 (lot # 90995) catheter leak was confirmed. A pinhole leak was observed at the 2nd loop of serpentine balloon during functional pressure leak test. The probable root cause for the reported complaint could be a latent material defect. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Observed blood residue on the serpentine balloon. Functional leak test of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at 2nd loop of the serpentine balloon. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no history of complaint reported for solex 7 catheter with lot # 90995.

Event description:
During patient treatment, the solex 7 (lot # 90995) catheter was placed in patient's internal jugular vein on (B)(6) 2019 at 9.45pm. On (B)(6) 2019, around 4.00pm during the maintenance phase of the ivtm treatment, the user noticed empty saline bag and blood tinged saline in the catheter balloon. The dwell time of the catheter was about 19 hours. Suspecting catheter balloon leak. The user replaced the solex 7 catheter with icy catheter to continue the treatment. No known impact or consequence to patient.